Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had low rotations per minute (rpms).the event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had low rotations per minute (rpms). Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely because the vanes were worn from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.